Event description:
It was reported that the pt is only able to hear up to 3 hrs per day (total) with his implant, for periods of a few minutes a time. All the external components have been changed but with no difference in the situation. There is no report of accident or trauma. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.